Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stuck on loading screen. The field service team or other group (other than tsc) resolves issue and no information was provided on how the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had nurses unable to pull medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.